Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported the customer had a kinked cannula, and experienced elevated blood glucose levels.